Event description:
It was reported that the patient was dispensed and used humalog mix 75/25 instead of rapid-acting insulin while using the ilet, leading to large glucose fluctuations; upon recognition, the patient was instructed to stop ilet use and transition to backup therapy and to contact the prescriber for the correct insulin. Investigation included technical support troubleshooting, user education, and review of therapy setup with consideration for device factory reset. Further investigation of this case revealed use of an inappropriate insulin formulation with the ilet, which can cause mismatched insulin pharmacodynamics and unstable glycemic control. Symptoms included recurrent hypoglycemia and prolonged hyperglycemia requiring repeated oral glucose corrections. Outcomes included urgent low and high glucose events managed at home without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was related to use error due to incorrect insulin type rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.